Manufacturer narrative:
The reported events parylene coating peeling/delaminated was confirmed. Visual inspection found delamination and peeling of the device¿s parylene coating upon receipt. Analysis of device image indicated battery voltage was above elective replacement indicator (eri) level. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing and high voltage charging were found to be normal. Further manufacturing investigation was also conducted and there were no manufacturing related causes identified. The reported condition of parylene coating anomaly is consistent with expected aging phenomena. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a routine device exchange, the parylene coating of the device appeared to have delaminated. The device was successfully exchanged. The patient was stable with no consequences.